Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the hd treatment on the fresenius 2008k2 machine and the patient event of cardiopulmonary arrest with subsequent hospitalization as the patient was just completing an hd treatment at the time. However, there is no documentation to show a causal relationship between the event and the 2008k2 machine. There were no diagnostic messages, audible alarms and the patient had no complications during the treatment. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Per the clinic manager, the patient had an extensive medical history with multiple pre-existing conditions. It is unknown if these pre-existing conditions caused or contributed to the event. The information available at this time does not indicate that the 2008k2 is the cause of the patient event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2019 a hemodialysis (hd) center¿s biomedical technician contacted technical support to report that a patient coded on the 2008k2 machine after a routine hd treatment with no complications. The patient was transported to the hospital. There were no diagnostic messages or audible alarms during the treatment. The biomedical technician had called technical support to inquire about how to run a simulated treatment with the 2008k2 machine. Additional information was obtained through treatment records and follow up with the hd clinic manager. This male patient on hd therapy arrived (B)(6) 2019 for a scheduled 3.5 hour treatment. Pre-treatment assessment found blood pressure with a low diastolic value (11/54) and "course" lung sounds. The patient had also taken two oxycodone prior to treatment. The patient¿s treatment initiated at 06:48 hours via upper left arteriovenous fistula with a blood flow rate of 300ml/min and dialysis flow rate of 800ml/min. Throughout treatment the patient was stable and resting comfortably. The physician had seen the patient to discuss diastolic blood pressure. At 10:16 hours the treatment was terminated with 0.7l removed. At 10:17 hours the patient stated he had to use the restroom emergently. The patient¿s blood pressure at this time was recorded 81/43. The rn ordered for a recheck after the rinse back was completed. The technician began removing the needles per patient request. At this time the patient began to jerk in the chair and the needle became dislodged. The rn was notified and attempts were made to cannulate the patient. The patient became unresponsive and blood pressure was unattainable. Oxygen was applied, compressions were initiated and 911 was called. One round of compressions were administered and shock was advised via automated external defibrillator (AED). Per clinic manager the patient was in ventricular fibrillation. Another round of compressions were administered and a pulse was documented. Bp was obtained as 124/45 and pulse 111. The patient gasped and began to regain consciousness. The patient was then transported to the hospital via emergency medical services (ems). Per the clinic manager the patient had extensive pre-existing medical conditions (unspecified). Hospital course is unknown and the patient remained hospitalized. It is unknown if the patient has since been discharged. The patient disposition is unknown.